Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that when hooking up a demo pump to an automated impella controller (aic), it would not turn on. It said that the impella stopped and there was high motor current. While trying other demo equipment, the aic started to say controller failure. An attempt with the same demo catheter in a new controller was done with no issues at start up.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. This was likely an issue with the demo catheter. They had several they were trying to start for an inservice. The exact serial numbers of these catheters is not available. The field representative stated that they would normally say this was a pump stopped, but after trying consistently, it eventually gave them a controller failure alarm. The field representative thinks this may have been caused by continuously trying to use non-working pumps to start. This occurrence was not associated with an actual patient case.